Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During installation, when the power supply was connected to the amplifier, a spark was noted that left black marks on the power port of the amplifier. Then the amplifier would not turn on. The power supply was noted to be damaged when taken out of the box. It is alleged that the power cord was the issue. The amplifier and power cord were replaced.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Review of the batch record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident of a spark could not be determined.